Manufacturer narrative:
Product analysis: the back side of the implant has broken where it connects the ¿anchor¿ part of the implant. There are not visible signs the inserter was installed incorrectly. There are no signs that screws were ever installed in the implants holes. The fracture of the implant happened just past were the threaded center shaft of the inserter would stop. The face of the does not appear to have much of and angle to it. There are light witness marks on the back side of the implant indicating a slight lateral load placed on the implant. Conclusion: the observation of the broken section of the implant is consistent with over-load applied from the implant holder during the position or reposition of the cage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, implant was attached to inserter and prepared with demineralized bone matter. Upon insertion into prepared end plates the implant broke in the central portion. No patient complications were reported as a result of this event. No fragments remained inside the patient. The broken implant was completely removed.